Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-50. Serial: (B)(4). Batch: 18277149.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite the reprogramming done. It was noted that the leads migrated and had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the hospital and will not be returned.